Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. When attempting to place the capsule, the physician retracted for adjustment. At this time it was noted that the rubber probicis was bent. The customer was not comfortable placing this capsule. Physician used a secondary capsule for placement.